Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-01311), was submitted on 30-may-2025. Upon completion of the investigation, the manufacturing date was updated as 24-sep-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008592, in question was manufactured at the osted site. Threshold analysis: a query was run on 13-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6008592". The count of complaints is 1. As the count of complaints is below 3 no further statistical trending analysis is required. Device history record (DHR) review: the lot 6008592 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 24-sep-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to infection at the insertion site leading to hyperglycemia on (B)(6) 2025.the insertion site was abdomen. The blood glucose level was 151 mg/dl and the patient was treated with manual shot. No further information available.